Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Review of the event history log confirmed a check clutch alarm; however, testing was unable to duplicate the reported alarm condition. The clutch halves and leadscrew were replaced as a preventive measure. Following repair, the device passed all function and delivery testing.